Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose rose to 460 mg/dl at the time of admission. The customer stated, the insulin pump and manual injections were not effective in lowering their blood glucose, prompting the hospitalization. It was also found the customer felt weak and was vomiting from their blood glucose. The customer stated, the cause for their hospitalization was from diabetic ketoacidosis. The customer was treated with an IV. The customer stated they were wearing the insulin pump at the time of hospitalization. The customer also reported a crack around the reservoir area on the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.